Manufacturer narrative:
This follow-up is being submitted to relay additional information. Additional information: d10: concomitant device - psn tib stm 5 deg sz e r - catalog #: 42-5320-071-02 lot #: 64831154. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Below are the results of the investigation: a visual examination of the returned product found signs of use (nicked or gouged) and the dovetail feature is flared. Review of the device history record(s) identified no deviations or anomalies. Medical records were not provided. A definitive root cause cannot be determined. Damage to the dovetail feature confirms the implant would not be able to seat. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arthroplasty the articular surface didn't neatly mate with tibia base plate because center of anterior surface didn't match with center of tibia base plate. Subsequently, a different articular surface had to be chosen to complete the procedure. No known adverse event was reported. Attempts have been made and no further information has been provided.